Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history review shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
An ophthalmic surgeon reported having a hard time getting continuous irrigation during a cataract surgery on an unspecified eye. A new pack was opened and the procedure was completed without harm to the patient. The surgeon suspects the event to be related to user error. Additional information and product sample have been requested for this report; however, none has been received to date.